Event description:
It was reported to philips that the rack could not be moved which can impact geometry movements. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. Customer reported to philips that the geometry movements were unavailable. The complaint did not include further details about the nature of the issue. Philips provided a service quotation to the customer to address and resolve the reported problem. The quotation was not accepted by the customer. Therefore, no service action was performed by the philips. To date, no further information was received. The codes were updated based on the investigation outcome.